Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
An explanted generator was returned to cyberonics and an analysis was performed. During electrical testing it was noted that when the generator was set to the lowest output current setting, the output current was not within specification. When the generator was set to any other settings, it was within tolerance. This is not believed to be related to any events in the field.